Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella device was not returned for evaluation. Details provided states that seemed like "the cut was rough suggesting that it was a result of excessive force used but the cut seemed to be very close to the bonded area inside the red handle". These facts were inconclusive how the plastic part of catheter was exposed. Therefore, the root cause of the product damage issue was not determined since product was not returned for investigation and insufficient clinical information was provided.

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a 5.5 pump to escalate care from the iabp (intra-aortic balloon pump). The patient had been admitted to nstemi (non-st segment elevation myocardial infarction) and vsd (ventricular septal defect). The 5.5 pump was seen to have damage at the hub. The inner lining at the hub was exposed. The pump remained on for support despite this malfunction. There has been no harm/injury/infection/leak.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.